Manufacturer narrative:
H6: investigation summary bd had not received samples but 2 photos were received for evaluation. In addition, ten (10) retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 2782 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel particles or globules. Tubes produced globules. A review of the photos showed gel globules in the tubes as well. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer¿s defects could be replicated from testing the retained tubes as well as reviewing the photos provided. This complaint has been confirmed. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. A complaint history review indicated this is the 2nd complaint received for the reported defect and lot number. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules appeared. This occurred on 20 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: 1. The storage environment is room temperature, the method of on-site observation of blood collection is used, the bd vacuum blood collection tube is used, 2. After the blood is collected, mix well, 3. Let stand for more than 30 minutes, 4. Centrifuge at 1500g for 10 minutes, 5. Appear in the same batch more than 20 specimens have oil floating phenomenon.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules appeared. This occurred on 20 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the storage environment is room temperature, the method of on-site observation of blood collection is used, the bd vacuum blood collection tube is used, 2. After the blood is collected, mix well, 3. Let stand for more than 30 minutes, 4. Centrifuge at 1500g for 10 minutes, 5. Appear in the same batch more than 20 specimens have oil floating phenomenon.